Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined by a ortho specialist after being referred to them by their dentist. The specialist found the byte aligner treatment therapy failed. There is a class ii malocclusion, anterior crowding, deep overbite, exess overjet, and occlusal pane cant. Endodontically treated #7 & #30. Patient has necrosis of #7 during byte aligner treatment. Recommended treatment for the patient: terminate byte aligner treatment immediately. Request clearance from endodontist and dentist regarding periodontal and restorative status prior to orthodontic movement. Angel aligners with significant interproximal reduction to align and level anterior teeth. Possible need for full crown restorations in maxillary anteriors. Class ii dental relationship will not be corrected with aligners alone. Retention will follow with essix retainers.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.